Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the patient's batteries were not holding a charge. The patient was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery will not hold a charge) has been confirmed. The cause for the charger/modem's inability to charge a battery was a defective transistor (q1) on the bedside board. The q1 transistor controls the current flow to the battery while charging. The root cause of the damaged q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The patient received a replacement charger/modem.